Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a hospital employee was exposed to blood when the device leaked. According to reporter, the nurse was attempting to draw blood into a vacuum tube and the system leaked causing blood exposure. The nurse followed universal precaution and the device was discarded.